Event description:
Customer reports son received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22423h, reader sn (B)(4)). Individual tested negative on (B)(6) 2022 with a quickmed diagnostic covid-19 rt-pcr test. Individual had no symptoms present but did have a known exposure. Cartridges were stored according to the instructions for use.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not confirm false positives during the investigation. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.